Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 415cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the left side and breast pain on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-side device.

Manufacturer narrative:
Additional information: on 1/22/2020, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On april 14, 2022 mentor became aware that the incorrect explant date was submitted. The correct date of explant was (B)(6) 2022.

Manufacturer narrative:
Additional information: on march 24, 2020, mentor became aware that the patient also experienced bilateral breast deformity. Manufacturer's reference number: (B)(4).